Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 70 mg/dl. Prior to contacting tandem technical support, the customer cleared the malfunction alarm by performing a pump reset and insulin delivery was resumed.